Manufacturer narrative:
H3: product ID 97755; serial# (B)(6). Was returned for analysis and found the connector was damaged and pins were bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt stated when they were trying to charge the implantable neurostimulator (ins) they could not get it to charge since over a week ago. Pt stated they move the recharger cord in all directions and the paddle on the cord is overheating and it gets very warm on their back. Pt verified they has not encountered any burn or marks on their skin from the cord getting hot. Pt mentioned that they did get it to connect to charge at one point but it took a really long time to charge. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.